Manufacturer narrative:
Unit confirms a47 alarm at alarm history file due to corrupted history file. No cosmetic damage noted. Unit received with a21 alarm during a21 error test due to c13 I/b voltage leak. No unexpected reset to factory default or memory anomaly noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's internal memory did not store the data after a battery change. The customer's blood glucose level was not reported. He/she also received a displayable history crc check failed on startup alarm. The product was returned. Nothing further to report.